Event description:
Pt lying on stretcher and attempted to turn on her side. The stretcher broke and the bed part of the stretcher fell to the side with pt still on it. Stretcher weighted for 500 lbs. Dates of use: 2006 to (B)(6) 2013. Emergency department stretcher.